Manufacturer narrative:
Section h-3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zlu225 15.5 diopter model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Patient reports complaints of being unhappy with the vision quality. Iol explant procedure was cancelled and will be rescheduled. The suspect iol is not available for return as it remains implanted. No further information is available. 13-may-2024: additional information was received confirming the iol was explanted in a secondary surgical procedure due to complaints of severe headaches, halos, ¿unable to read anything,¿ dissatisfied with vision, and decreased quality of life. The explanted iol was replaced with a zcu225 16.5 diopter iol. There was no product quality issue that contributed to the iol explant decision. There was no complication, incision enlargement, serious injury, sutures, and no vitrectomy during the explant procedure. Patient status post-lens exchange was reported as visual acuity: 20/25, will continue to follow post-operatively. Follow-up in 3-months with dilated exam. No further information is available.